Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The device was started up at 11:44:00 on (B)(6) 2024. At 11:56:31 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf with varying amplitudes and motion artifact. The detective properly detected vf. Varying amplitude and motion artifact prevented the lifevest from treating the patient. The electrode belt was disconnected at 12:04:45 on (B)(6) 2024.